Manufacturer narrative:
Correction: a medtronic representative reported that bone was fractured in the patient during the procedure. The reported fracture occurred when the surgeon was utilizing an unspecified drill.

Manufacturer narrative:
Additional information: a medtronic representative reported that the surgeon made contact with the bone, when the application software showed that the surgeon was inside of the bone. It was reported the needle was straight with no visible defects. It was also reported that though failing registration, the surgeon elected to proceed. Correction: device evaluated by manufacturer fields updated to proper value. Part not returned for analysis.

Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the surgeon felt an imprecision when using the pak needle. The surgeon felt that the pak needle accuracy was low. The surgeon opted to complete the procedure without the use of the pak needle. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.